Event description:
It was reported by the sales rep that while prepping the proplege coronary sinus balloon lumen, the balloon would not improperly flate or deflate. The balloon was inflated with & primed with sterile saline. No patient contact made

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: it was reported that the balloon would not properly inflate or deflate was confirmed. An attempt was made to inflate the balloon and it was difficult to inflate or deflate. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling, risk control or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds triggers for this failure mode. Therefore, no further action is required. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. It is possible that procedural factors contributed to this reported inflation difficulty. It is possible impurities in the saline solution used for prep contributed to the inflation difficulty. The root cause of the reported balloon inflation difficulty could not be determined. The trend for this complaint type is in control. Trends will continue to be monitored through the edwards quality system.